Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis was performed and concluded the following: the welds of the capture of the specialty mis 4:1 cutting block broke in fatigue. Eds analysis showed the capture to be made of (B)(4). No material or manufacturing defects were observed during this examination. Dimensional and functional inspections were not performed as the device was returned broken. The investigation determined the welds of the capture broke in fatigue after approximately 9 years of service. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during primary total knee the 4 in 1 cutting block capture fell off during surgery.

Event description:
It was reported that during primary total knee the 4 in 1 cutting block capture fell off during surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 4 in 1 cutting block. A supplemental report will be submitted upon completion of the investigation.